Event description:
A 2.5 x 28 mm xience prime was successfully deployed in the mid left anterior descending and the 3.0 x 28 mm xience prime was advanced to the proximal lad, mild tortuosity and mild calcification and 75% stenosis; however, the catheter would not cross due to resistance between the tip of the catheter and the deployed stent. During the withdrawal of the catheter, the proximal end stent struts became flared with the tip of the guiding catheter. The other 3.0 x 28 mm xience prime was advanced next; however it would not cross due to the same resistance as the first one. The proximal end stent struts were also flared during the withdrawal. A new 3.0 x 28 mm xience prime was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, bmw elite; guide cath: mach1. Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. The reported difficulty to remove and failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.